Manufacturer narrative:
Device was used treatment not diagnosis. Reported explant date given (B)(6) 2012. Without a lot number the device history records review could not be completed. No device returned, the investigation could not be completed; no conclusion drawn.

Event description:
It was reported that a broken lcp condylar plate was explanted. On (B)(6) 2012 the lcp condylar plate was implanted for treatment of a leg fracture. On an unknown date a visit to the emergency room due to swelling of the knee, it was discovered via x-ray that the plate was broken and resembled a cut. According to the reporter, six months later a scheduled explant of the broken lcp condylar plate was performed and another plate was implanted. The reporter believes that due to the plate breaking it may have contribute to the break and collapsed ankle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Additional information was received on october 21, 2014 as follows: it was reported that on an unknown date in (B)(6) 2012 the patient fell out of an rv and fractured her left femur. On (B)(6) 2012, the patient was already scheduled for stage I of a two stage prostatic hip replacement procedure so an open reduction internal fixation of the supracondylar femoral shaft fracture procedure was also performed at this time. A 4.5mm variable angle (va) locking compression curved condylar plate, eight 5.0mm va locking screws and one 4.5mm cortex screw were implanted to address the significant destruction of her left femoral head with erosion and effusion. A follow up clinical report dated (B)(6) 2012, stated that x-rays of her left hip and femur showed the stage I prostatic is in good condition and there was no change in any of the hip or femoral implants. The left supracondylar fracture is healing but the fracture line was still visible. Tentative plans for stage ii of her hip surgery were planned. On an unknown date in (B)(6) 2012, the patient while mobile noticed that her knee and leg were substantially swollen. That day the patient when to the local hospital and an x-ray revealed the va locking plate device had broken. Treatment and/or revision surgery were reportedly delayed due to surgeon unavailability and the patient was released from the hospital. Approximately two days later, on or about (B)(6) 2012, while attempting to get out of bed; the patient stood up and felt her femur "snap" and experienced severe pain. The patient reports that she suffered a fracture of the distal third and left femoral shaft. According to the emergency room the femur had fractured at the immediate level of prior injury. The bony fracture now demonstrates persisting sclerotic margin lucency with fracture callus and periosteal new bone, although complete bony bridging has not occurred, indicating incomplete union. Additionally it has been documented that because of her fall two days later, and coupled with her rheumatoid arthritis, the patient injured her ankle so severely that she will need an ankle replacement. According to the patient, the broken plate was explanted on an unknown date in december 2012 and replaced with an unknown plate. The surgery was completed successfully. This complaint is alleged against the va locking plate which reportedly broke. This follow up report is 1 of 1 for complaint (B)(4).